Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was noted that the suture contained the wrong suture size and type to outer packaging. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
A sealed box of product was received for evaluation. During the visual inspection of sealed box, no defects were observed on the film. The box was open contain 12 packages, the samples were opened, and the swage and attachment area were noted to be as expected, the suture was dispensed without problem and examined along of the strand and no damaged or defect were noted. A functional test by suture diameter was performed on the samples using a federal gauge and the results met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no packaging labeling identification was noted